Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring, cracked case behind the pump near the battery tube compartment, broken battery tube threads and cracked lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 3.6 mmol/l. The customer stated that the pump might have been dropped or bumped. The customer mentioned small cracks on the screen and battery compartment. The insulin pump was returned for analysis.